Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they received no delivery alarm after complete set changes. The customer's blood glucose was 256 mg/dl at the time of incident. Customer's family states they had tried all remedies. The customer's family was assisted with troubleshooting and the insulin flow blocked alarm did not clear. The customer's family was advised that the insulin pump will need to be replaced. The customer's family was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm.